Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to plug the wall adapter into a known working outlet and wait for at least 30 minutes. Subsequently, it was confirmed through pump logs that the pump started charging, and the case was closed by technical support.